Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a button anomaly. When the buttons are pressed, the insulin pump would start flashing and would not work. The customer's blood glucose level was 380 mg/dl. They had a partial display. Troubleshooting was performed. The insulin pump was not bumped or dropped. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted during failure analysis. Button keypad works properly. No unexpected flashing on/off during button keypad testing. No keypad anomaly noted. The insulin pump passed self test. Not missing segments/partial display anomaly noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.